Event description:
Per the clinic, the device was explanted on (B)(6) 2012, due to infection. It is unknown if there are plans to reimplant the patient as of the date of this report, (B)(4) 2012.

Manufacturer narrative:
Per the clinic, the patient developed a skin flap infection and was treated with four separate courses of oral antibiotics between (B)(6) 2012. On (B)(6) 2012, the patient underwent surgery to reposition the device and was implanted with a new device in the contralateral ear during the same surgery. On (B)(6) 2012, the patient developed a wound dehiscence and subsequently the device was explanted on (B)(6) 2012. This report is filed (B)(4) 2013. Implanted device remains.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is filed (B)(4) 2013.